Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure. Imdrf impact code f1909 captures the reportable event of surgical procedure delayed.

Event description:
It was reported that during a percutaneous nephrolithotomy procedure, the physician attempted to create a tract from the skin into the patient's kidney using a chiba tip needle and a sensor guide wire. The physician attempted twice but was unable to access the kidney. On the third attempt, under fluoroscopy, a black line was observed within the patient's abdominal region. The physician was uncertain of its exact location at that time. The sensor guidewire was withdrawn, and upon inspection, the physician noted that the hydrophilic tip was partially missing. A different non-boston scientific hydrophilic guide wire was then used; however, due to procedural difficulty, access to the kidney could not be achieved and the procedure was not completed. The physician planned to reoperate on the patient at a later date to remove the retained portion of the guide wire tip. The intervention plan for retrieval was performed, and the detached tip was successfully retrieved from the patient. No further patient complications were reported.